Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll and evaluated. Visual inspection was performed and no issues were found. Review of the archive data revealed confirmed the primary complaint. Further investigation found that the break gap was out of specification. To resolve the issue, the break gap was re-calibrated. In summary, the customer complaint was confirmed. The autopulse platform is a reusable device and manufactured on 2012. Therefore, this type of issue is characteristic of normal wear of the device. The platform passed all final testing criteria.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll france for evaluation. A review of the archive was unable to be performed as the archive was not downloaded. Functional evaluation of the returned autopulse platform was performed and it was found that both load cells were not functioning properly. Thus, the customer's reported complaint of the autopulse platform stopping compressions was confirmed. After replacement of the load cells, the platform passed all functional testing criteria.

Event description:
It was reported that during patient use the autopulse platform stopped performing compressions. The patient survived the event and no adverse patient sequelae was reported. No further information was provided.